Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads would not release from the cardiac resynchronization therapy defibrillator's (crt-d) ports. Setscrew behavior was noted to be normal. Bone cutters were utilized to break through the device header to release the leads. The device was replaced while the leads remain in use. No patient complications have been reported as a result of this event.